Event description:
The customer reported that the system did not xray and had a broken pin. Also the power surges were not calibrated on the system.

Manufacturer narrative:
(B) (4). The ge service rep replaced the pin on the stand generator connection plug. He also calibrated the collimator iris. The system operates as intended.